Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: blue. Battery life remaining: n/a. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and high resistance while dispensing due to dust/debris under the dose button, on washer, on the dose detent and dose knob. Unable to perform functional test due to leadscrew anomaly.

Event description:
Information received by medtronic indicated that the insulin pen fell on the ground. Customer stated that loud clicking when dialing dose button was more ridged. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.